Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar forceps instrument was analyzed. Failure analysis found the primary finding no failure reported to be related to the customer reported complaint. The product was returned along with a different failed product as an incidental return. There is no reported complaint against this product. The instrument was placed on an in-house system showing 10 uses remaining. The instrument passed the engagement and recognition test. The instrument passed the electric cautery test. No product issue was identified. Additional observation not reported by site was that the instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the force bipolar instrument was defective. The customer reported event has no report of patient injury.